Manufacturer narrative:
Device codes: 1212 labeled. Internal file number - (B)(4). Correction: estimated date of event. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported inability to remove the needles from the barrel could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The four prostar xl devices were used on two patients. The procedures were endovascular aneurysm repairs (evars). The prostar xl devices were used with a 6f sheath after the procedures. Reportedly, with all four of the prostar xl devices the needles stayed in the barrel of the prostar xl devices and could not be removed with forceps. There was a greater than 30 minute delay in the procedure due to the surgical suturing to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional three prostar xl devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four prostar xl devices relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, on all four prostar xl devices, the prostar xl needles could not be removed from the barrel. Surgical suturing was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.